Manufacturer narrative:
PMA # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2011)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 3 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs (B)(6) on (B)(6) 2011 alleging inaccurate high readings on their one touch ultra easy meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: on (B)(6) 2011 at 4:00pm, the patient obtained a result of 149 mg/dl on their one touch ultra easy meter and took 1 unit of insulin. The patient compared their ultraeasy meter to an ultra meter and obtained a result that was 40 mg/dl lower than the ultra easy. Approximately 30 minutes later, the patient developed symptoms of feeling shaky. The patient did not attempt to test her blood glucose when exhibiting the symptom. The patient felt better approximately 20 minutes later after taking a glucose tablet. A normal blood glucose reading is between 90-120 mg/dl. The test strips are in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The patient mentioned that she only tests with her one touch ultra easy meter once a day and the ultra meter on a regular basis. The readings on the ultra meter, prior to the comparisons were readings, which the patient considers "normal". The patient tests approximately 7 times a day. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high reading, she took a unit of insulin and shortly later developed symptoms suggestive of a serious injury and self-treated with a glucose tablet.